Event description:
During pfa af procedure, the introducer sheath was punctured. When the transeptal needle was in the ivc, fluoroscopy images showed the needle was outside of the dilator/sheath. The needle had punctured the introducer. The set up was exchanged and a new non-abbott needles was used to complete the procedure. There were no patient consequences. No stylet was used. The needle was not re-shaped.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one 8.5f swartz braided introducer sheath and dilator were received for evaluation. The guidewire assembly was also returned. The reported event of the needle puncturing the sheath and dilator was confirmed. The sheath and dilator had been perforated proximal to the distal tip. A stock needle/stylet assembly was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The swartz transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿ the cause of the perforation is consistent with not following the instructions for use.